Event description:
New information received indicates there was no capture and very low sensing on the atrial lead prior to the repositioning procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead dislodged into the ventricle. A lead revision was performed and the lead was repositioned and remains implanted. The patient was stable.